Manufacturer narrative:
In patients implanted with heart mate device, the interrogation of ICD/crt-d with the cpr4 head may be interrupted by interferences from the heart mate device (lvad). The most likely hypothesis is the presence of emi (electromagnetic interferences) generated with the lvad (left ventricular assist device) where the frequency is the same as that used for telemetry in icds. No general malfunction is suspected on the telemetry head. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during the follow-up of a patient implanted with a heartmate, the communication was not possible with the cpr4 and then possible with the cpr3h.

Event description:
Reportedly, during the follow-up of a patient implanted with a heartmate, the communication was not possible with the cpr4 and then possible with the cpr3h.